Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received failed battery alarm and rewind anomaly. The customer¿s blood glucose level was unknown at time of incident. The customer reported that the battery rejects the new battery and also received no delivery alarm. It was reported that the insulin pump was rewinding slower. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No failed battery alarm noted. No rewind anomaly. However, device received with loud motor noise during rewind due to faulty motor. No excessive no delivery alarm noted during the testing.